Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, channel a of the pump was programmed to deliver lipids via a syringe at a rate of 1ml/hr. Channel b of the pump was programmed to deliver tpn at a rate of 7ml/hr for a duration of 24 hours. No further programming parameters were provided. At an unspecified time, the delivery was started. It was reported that channel b immediately alarmed for proximal occlusion that could not be cleared. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There was a reported 25-30 minute delay in therapy. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. The pump history was downloaded at the manufacturing facility. A review of the history indicated on 08/18/2007 at 1202, the device was powered. At 1206, channel b was programmed to deliver tpn at a rate of 10ml/hr, with vtbi of 29ml for a duration of 2 hours and 54 minutes, and with a proximal occlusion setting of solution container. At 1207, the infusion was started. Between 1207 and 1208, seven proximal occlusion alarms occurred on channel b, the cassette was ejected and reloaded. At 1211, channel a was programmed to deliver 20% lipids, at a rate of 0.6ml/hr, with a vtbi of 1.8 ml for a duration of 3 hours, with a proximal occlusion setting of solution container and the infusion was started. At 1213, the infusion on channel b was resumed and the infusion on channel a was started and stopped. Between 1213 and 1220, eleven proximal occlusion alarms occurred on channel b. At 1220, channel a was reprogrammed with a proximal occlusion setting of syringe and the delivery was resumed. Between 1221 and 1236, there were four proximal occlusion alarms on channel b, the infusion was stopped, and the pump was powered off.